Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the freestyle libre reader would not power up with either button press nor test strip insertion. As the customer was unable to monitor blood glucose, customer subsequently experienced shaking, sweating, and lost consciousness. The customer was treated with sugar by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader has been returned and investigated. A visual inspection performed on the returned reader and no issues were observed. The reader did power on with button depression. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) has been updated.

Event description:
A caller reported the freestyle libre reader would not power up with either button press nor test strip insertion. As the customer was unable to monitor blood glucose, customer subsequently experienced shaking, sweating, and lost consciousness. The customer was treated with sugar by a third-party. There was no report of death or permanent injury associated with this event.